Manufacturer narrative:
(Intervention required) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with pre-operative diagnosis underwent decompression and fusion at l2-s1.on (B)(6) 2017, post operative,set screw is free floating in the patient and is no longer engaged in the mas screw at what appears to be l2. Fusion has not occurred yet. Re-operation is expected to remove loose set screw and replace with new one.

Manufacturer narrative:
Additional information: image review : x-ray image review:post op x-rays show a single set screw out of the screw head. L2-s1 construct without instrumentation at l4.rods are hyper lordotic but appear appropriately contoured. No immediate post op films are available.possible contributing factors can include failure to torque tighten the screw and "pre-stress" on the rods.